Manufacturer narrative:
The sample was discarded and not available for evaluation. This is not an isolated incident. Review of the complaint history reveals similar reports have been received for this product lot number for the reported issue.

Event description:
Reporter reported a leak was detected at the beginning of dialysis with psn 170 dialyzer. Blood could be seen in the connector of the dialyzer. No pt injury or medical intervention was reported.